Event description:
It was reported that the patient presented in clinic after experiencing a vibratory alert. It was observed that nsln segm had been triggered due to t-wave oversensing. Device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.